Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, crease, stress marks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "implant deflation". This record is for the right side. Device was explanted and replaced. Implant was returned to manufacturer.